Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when the device was not able to be interrogated. Plans were made to reprogram the device during the patients next visit in three months. Patient was asymptomatic and monitoring will continue.

Event description:
New information received states that the patient presented in clinic and a device firmware download was performed. The issue was resolved.